Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no anchor or suture material. The inner shaft of the insertion device is bent. There is debris on the insertion device and 2 of the chart stik labels are missing. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause for break could not be determined since the reported malfunction could not be duplicated during the investigation, as the anchor was not returned for evaluation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. The root cause for material deformation has been associated with unintended use of the device. Factors that could have contributed to the failure include unintended inappropriate or excessive force or torsion to the device, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the footprint suture anchor did not work properly. The device broke inside the patient. All the broken pieces were removed. The procedure was completed with non-significant delay using a back-up device. No further complications were reported. The status of the patient is stable.